Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a xenform soft tissue repair matrix was used on a pelvic floor reconstruction procedure including a vaginal approach hysteropexy and cystocele repair procedure performed on (B)(6) 2015. According to the complainant, on the same day post procedure, the patient experienced difficulty emptying her bladder. She was taught to self-catheterize. The event has not yet resolved.

Event description:
It was reported to boston scientific corporation that a xenform soft tissue repair matrix was used on a pelvic floor reconstruction procedure including a vaginal approach hysteropexy and cystocele repair procedure performed on (B)(6) 2015. According to the complainant, on the same day post procedure, the patient experienced difficulty emptying her bladder. She was taught to self-catheterize. The event has not yet resolved. Additional information received (B)(4) 2015: the event of difficulty emptying of bladder was resolved on (B)(6) 2015.

Manufacturer narrative:
.

Event description:
It was reported to boston scientific corporation that a xenform soft tissue repair matrix was used on a pelvic floor reconstruction procedure including a vaginal approach hysteropexy and cystocele repair procedure performed on (B)(6) 2015. According to the complainant, on the same day post procedure, the patient experienced difficulty emptying her bladder. She was taught to self-catheterize. The event has not yet resolved. Additional information received july 14, 2015: the event of difficulty emptying of bladder was resolved on (B)(6) 2015. Additional information received on may 17, 2016. The patient experienced difficulty emptying her bladder on (B)(6) 2015 and not (B)(6) 2015.